Event description:
Info received indicates the ground loss light is flashing.

Manufacturer narrative:
The technician found a loose ground connection on the foot board. The technician tightened the ground connection and replaced the plug to repair the bed.